Manufacturer narrative:
Insulin pump received with critical pump error (open book image) due to corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Unable to verify audio/vibrate anomalies/absence of alarms anomalies due to critical pump error. Insulin pump received with moisture damage on motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a constant tone. The device alarmed a critical pump error. The customer's blood glucose during the incident was unknown. No further details were given. The device will be returned for analysis.